Event description:
Customer reported a discrepancy in the pump's displayed and actual time, which was greater than five minutes. Blood glucose levels were within the normal range and did not exceed any problematic levels. Reportedly, customer reverted to manual injections for insulin therapy.